Manufacturer narrative:
Four samples of 10ml luer-lok syringes material 302995 lot 3264592 were received and evaluated. All sample were received in an unsealed packages with all applicable product information on the top web. Three of the barrels have a chunk missing with two of them 1/8" x 1/4" & one 1/4" x 1/2" chunk. One of the plunger rods has a broken rib with one inch missing. The conditions observed are non-conforming per product specification. Potential root cause for the barrel and plunger rod damaged defect is associated with the assembly process. A device history record review was completed for provided lot number 3264592 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material #: 302995 batch#: 3264592 it was reported by customer that rn edyta was drawing blood off a central line with 10cc syringe and noticed blood leaking. We found 3 10cc syringes cracked in the patient cart with lot # 3264592. Syringe package was saved. We had 4 syringes total yesterday that were cracked. 2 had to be discarded as they were soiled by patient blood.¿ verbatim: we received a product complaint from our york street campus neuro ICU (6-2 sp) concerning an event while using several bd product #302995 syringe 10ml luer-lok tip disposable. The lot number is 3264592, exp. Date 8.31.2028. No patient harm was reported. The event date is 12.27.2023. We have four each samples of the bd 10cc syringe to return to bd for analysis. Please send an RMA to my attention and return kit w/mailer label. Let me know if you need additional information. The event is described: rn edyta was drawing blood off a central line with 10cc syringe and noticed blood leaking. We found 3 10cc syringes cracked in the patient cart with lot # 3264592. Syringe package was saved. We had 4 syringes total yesterday that were cracked. 2 had to be discarded as they were soiled by patient blood.â¿?.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 were cracked. The following was provided by the initial reporter: "rn edyta was drawing blood off a central line with 10cc syringe and noticed blood leaking. We found 3 10cc syringes cracked in the patient cart with lot # 3264592. Syringe package was saved. We had 4 syringes total yesterday that were cracked. 2 had to be discarded as they were soiled by patient blood.¿ additional information provided on 01/08/2024: how many syringes damaged. ¿ 4 to 7 each. ¿ date of event: 12.27.2023. ¿ how was treatment completed for customer? - na. ¿ describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. - na. ¿ please confirm whether there was any patient impact. - none. ¿ any physical sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? ¿ see previous email I sent a few minutes ago. ¿ can you please provide more details and describe how the product is damaged. ¿ only details to share were sent in our original email and are noted in your email below.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Four samples of 10ml luer-lok syringes material 302995 lot 3264592 were received and evaluated. All sample were received in an unsealed packages with all applicable product information on the top web. Three of the barrels have a chunk missing with two of them 1/8" x 1/4" & one 1/4" x 1/2" chunk. One of the plunger rods has a broken rib with one inch missing. The conditions observed are non-conforming per product specification. Potential root cause for the barrel and plunger rod damaged defect is associated with the assembly process. A device history record review was completed for provided lot number 3264592 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material #: 302995, batch#: 3264592. It was reported by customer that rn edyta was drawing blood off a central line with 10cc syringe and noticed blood leaking. We found 3 10cc syringes cracked in the patient cart with lot # 3264592. Syringe package was saved. We had 4 syringes total yesterday that were cracked. 2 had to be discarded as they were soiled by patient blood.¿ verbatim: we received a product complaint from our york street campus neuro ICU (6-2 sp) concerning an event while using several bd product #302995 syringe 10ml luer-lok tip disposable. The lot number is 3264592, exp. Date 8.31.2028. No patient harm was reported. The event date is 12.27.2023. We have four each samples of the bd 10cc syringe to return to bd for analysis. Please send an RMA to my attention and return kit w/mailer label. Let me know if you need additional information. The event is described: rn edyta was drawing blood off a central line with 10cc syringe and noticed blood leaking. We found 3 10cc syringes cracked in the patient cart with lot # 3264592. Syringe package was saved. We had 4 syringes total yesterday that were cracked. 2 had to be discarded as they were soiled by patient blood.â¿?